Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was due to the length of time to recharge the implant the pt quit using the thing and they would cut it out if they could. Pt was talking to anna and they said they needed a new cord (recharger) since it was taking way to long to recharge the implant. When trying to recharge pt had to remove it and get excellent. Pt noted it was taking 2 or 3 hours to charge the implant from 60%. Pt noted the recharger use to get warm and now it does not anymore and it was more finicky. Pt noted they wanted the thing out of their back, they wanted to cut the ins out themselves for they hate it. Pt noted someone was asking and pt said do not it for its too much of a pain. Pt noted they were not the only one that quit using it due to charge time. When asked for an event date pt noted quite a while for they quit using it and they let the implant battery go "dead." Pt finally got it working. During call pt reset controller and tried to recharge implant poor recharge quality then recharging excellent. The issue was not resolved. Additional information was received. It was reported that they got the new recharger (rtm) but it does not work for they could not get charging good for it goes blank and unresponsive. Pt plugged the old rtm into the controller and that worked. During call pt verified there was no damage to the controller charging port. Pt then attempted to charge the implant with the new rtm, the controller and implant battery were at 80% but the implant battery was not charging for it would not display recharging good or excellent; the controller was also not displaying a green flashing light indicating a charge. Additional information was received. It was reported that the new rtm did not work, pt was getting no device found. Pt packaged the new rtm to send back to repair. Pt also got a new controller (ptm). The new ptm works with the old rtm but it takes too long to charge. Reviewed pt should be using the new rtm. Pt said they already packaged it and put it outside for fedex to pick up. Pt did not want to keep the new rtm. Redirected pt to their healthcare provider/ manufacturer representative (rep) to troubleshooting why it was taking longer to charge. Pt called back from number registered re-reporting information previously documented in this case. Recently replaced controller did not resolve issue. Controller battery will not charge completely / will not hold a charge.